Event description:
It was reported that when using the bd pyxis¿ es server all new orders that were placed in cerner were not crossing over and user was unable to pull any medications. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all new orders that were placed in cerner were not crossing over into the pyxis. A technical support specialist confirmed issue had been resolved by the cerner team.